Manufacturer narrative:
The consumer reported the contact lens container loses its effect of neutralizing the solution too early, although the consumer followed the usage instructions. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ no symptoms were reported. The complaint sample was not returned for evaluation and the product lot number is unknown.

Event description:
The consumer reported the contact lens container loses its effect of neutralizing the solution too early, although the consumer followed the usage instructions. After consuming seven bottles, the consumer had to use all nine lens cases. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.